Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to force sensor resistor damaged by moisture. The insulin pump was received with broken battery tube threads, cracked case at display window corners, display window, reservoir tube lip and minor scratched lcd window.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported being unable to exit the prime loop during manual prime. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).